Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2019 was used as the event date based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 18, 2019 that spaceoar was implanted in the perirectal fat during a spaceoar placement procedure performed on (B)(6) 2019. Reportedly, the procedure was done under local anesthesia and there were no issues noted during spaceoar placement. According to the complainant, after receiving radiation treatment, the patient complained of rectal pain. A scan was performed and an abscess was found at the spaceoar implant site. In the physician's assessment the rectal pain was caused by an infection at the implant site. The infection was treated with antibiotics. As of (B)(6) 2020, the patient's current condition was reported to be stable and he has completed his radiation therapy.